Event description:
Customer reported issues with a touchscreen being unresponsive. There was no adverse impact to the customer¿s blood glucose level. Eric declined a follow-up from technical support, so further information regarding any additional actions taken was unavailable.